Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax. Initially, it was reported that during ablation, the force would shoot to high on the smartablate and when coming off ablation, it would go normal. The catheter cable was replaced, and the issue remained. The catheter was replaced, and the issue resolved. The carto 3 system was operating per specs and was not responsible for the product issue. No adverse patient consequences were reported. The issue of force high was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and observed that there was a reddish material in the pebax and a hole was found. The hole on the pebax was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2021.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 27-sep-2021. The device evaluation was completed on (B)(6) 2021. The catheter was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and spi screening test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax on the stsf catheter. Spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to the carto3 system and the force values were observed within specifications. The evaluation determined that the cause of the pebax damage failure cannot be established. The event described force issue was unable to be duplicated during the product investigation; however, the blood that was found inside the pebax area could be related to the reported issue. A manufacturing record evaluation was performed for the finished device 30579641l number, and no internal action was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. To minimize force issues, the following guidelines should be followed. In order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).